Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries, has suffered financial or economic loss, including but not limited to, obligations for medical services and expenses. No further information has been provided.